Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. It was reported that patient had  l4-s2 posterior fixation on (B)(6) 2022 for  l5 meta suspected. The patient was having a revision surgery as the screw came out. During the revision surgery the set screw on the open side of the mrc could not be removed, and the screwdriver was broken.  Even after trying with a different screwdriver, there was no sign of dislodgement, so the mrc was removed along with the rod.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information added on 16-mar-2022: the first mrc could not even removed the nut. The another one's nut could be removed but the rod and mrc could not be detached, so it was described as two. The screw was replaced with a new one and the extension was fixed. Physician's opinion regarding the cause: the vertebral body of l5 has already been compressed, it might have been better to perform anterior fixation. The cause could be because the physician could not make the determination to do so and did not handle the anterior portion during the surgery and also that the l4 screw could not be properly inserted into the pedicle.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.